Event description:
It was reported that the patient had two inappropriate shocks due to oversensing noise due to air entrapment. This occurred one day post implant. During an office visit, the clinic reprogrammed the sensing vector from primary to secondary. There were no additional adverse patient effects. The system remains implanted.